Event description:
Philips received a complaint regarding a philips respironics v60 ventilator reporting physical damage to the power cord. The issue was identified by a biomedical engineer while the device was out of clinical use. No patient involvement or patient harm was reported. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. Evaluation identified physical damage to the power cord, and the customer requested replacement parts for corrective action. The rse provided the appropriate part identification information for the replacement power cord per the customer¿s request. Per the good faith effort (gfe) response, it was confirmed that the damaged power cord was replaced with a new power cord, which resolved the reported issue. The damage was determined to be non-cosmetic in nature, as the green ground wire was exposed. Although the condition did not impact the functional operation of the power cord at the time of evaluation, replacement was considered necessary to ensure continued safe operation and compliance with product specifications. Following replacement of the power cord, the device successfully passed all performance verification testing (pvt) and was confirmed to meet operational specifications. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on information provided and/or service performed, it was confirmed that the unit did not meet product specifications. It was determined that physical damage to the power cord, including exposure of the ground wire, was the cause of the reported issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.